Event description:
The pt's parent contacted lifescan to report characters missing on the pt's touch profile meter. Pt had reportedly returned from a trip on 06/11 stating that "some numbers are not on the machine. Somebody broke my meter." The morning result of 06/11 was "57." Pt began feeling weak and dehydrated and was taken to the emergency room around 12/p. Upon arrival, the blood glucose was 600 mg/dl. Pt was given saline intra-venous and an insulin shot and discharged the same day. Pt felt fine the following day. On 06/13, pt began vomiting at 5:30/a, an 8/a reading was "57" mg/dl, no insulin given. Pt was taken to the dr's office at 9:30/a where the dr's one touch read 517 mg/dl. Pt was treated with 10u nph and 6r plus 5 more units of r by pt's parent while in the dr's office and was later taken to the hosp. At the hosp, pt was given intra-venous antibiotics and admitted for diabetic keto-acidosis. No other info was provided.